Manufacturer narrative:
The investigation did not identify a product problem. The case of the event could not be determined due to the limited information provided.

Manufacturer narrative:
The serial number of the analyzer is (B)(6) the investigation is ongoing.

Event description:
There was an allegation of a questionable elecsys fsh assay result for a patient sample tested on a cobas e 411 analyzer (disk system). The initial result was <0.300 miu/ml. The repeat result was 6.80 miu/ml.